Event description:
We receive the following info from the site: the lab staff reported that the fasturn 150ml with quick fill tube syringe kit, lot number 143765, had a loose, foreign particle inside the syringe barrel. This was noticed by the staff prior to filling the syringe; therefore, this was not used on a pt.

Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the subject syringe. Visual examination confirmed the presence of a loose particle on the syringe tip near the fluid path. Under magnification, the particle was characterized as a nesting of fibers. Dimensional measurement found the particle to be 2.0 mm in length by 1.0 mm in width. The composition of the material indicates the particulate could fragment while under pressures typically generated during an injection. Therefore, due to possible fragmentation, the potential of injection into a patient exists. The cause of the reported problem was the introduction of particulate during the manufacturing process or its undetected presence upon receipt of the barrel from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.